Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h10 h10: a vyaire field service representative (fsr) went onsite and was not able to verify the customer's reported issue. The suspected unit delivered volumes in specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire field service representative (fsr) went onsite and will be looking at the ventilator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator shows low volume readings while ventilating on a patient. The patient was transferred to another ventilator. No patient harm was reported.